Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was no suction in the purewick urine collection system. Representative performed water cup test. Purewick passed. Suctioned almost 800ml in 30seconds. Also went over wick placement, pinching wick, wearing something to keep wick in place, bending wick to create curve, if patient had any. Patient had been using the purewick product for less than 90 days. Per additional information received via phone on (B)(6) 2022, stated that the doctor told that purewick female external catheter was the reason that the patient got a urinary tract infection and not to use it and the patient still was having problems with leaking and stated that the patient could return machine within the 60 days. It was noted that the patient had been using the purewick products for less than 90 days. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿dimensions not specified correctly and/or improper materials used, assembly collapses under vacuum¿. The DHR review could not be performed without a lot number. Based on the results of the investigation, no additional actions are needed. The instructions for use were found adequate and state the following: "agitated, combative, or uncooperative and might remove the purewicktm female external catheter. Experiencing skin irritation or breakdown at the site". It also states " recommendations: discontinue use if an allergic reaction occurs. Ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation. Properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear may be useful for securing the purewicktm female external catheter for some patients. Change suction tubing per hospital protocol or at least every thirty (30) days". "Peri-care and placement: 3. Perform perineal care and assess skin integrity (document per hospital (B)(4). Separate legs, gluteus muscles, and labia. Palpate pubic bone as anatomical marker. 4. With soft gauze side facing patient, align distal end of the purewicktm female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewicktm female external catheter is positioned" 2518422-2022-80501-1 h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was no suction in the purewick urine collection system. Representative performed water cup test. Purewick passed. Suctioned almost 800ml in 30seconds. Also went over wick placement, pinching wick, wearing something to keep wick in place, bending wick to create curve, if patient had any. Patient had been using the purewick product for less than 90 days. Per additional information received via phone on 16-sep-2022, stated that the doctor told that purewick female external catheter was the reason that the patient got a urinary tract infection and not to use it and the patient still was having problems with leaking and stated that the patient could return machine within the 60 days. It was noted that the patient had been using the purewick products for less than 90 days. Per follow-up via phone on 03oct2022, it was reported that patient had urinary tract infection and did seek medical attention and was prescribed antibiotics. Customer had chosen to not use the device anymore.